Event description:
Patient was using infusion device for infusion of subcutaneous infusion therapy using terbutaline. Patient had been on service with this therapy since 8/20/94. On 9/2/94, patient was admitted to the hospital labor and delivery unit actively contracting and cervix 6cm dilated. The terbutaline infusion was stopped and the catheter was bent upon removal and the site dressing was wet. Clinic spoke to the patient at 0811 on 9/2/94 and received uterine activity strip. Patient uterine activity was below baseline and she reported no s/s of preterm labor. At 2100 the same day, clinic received notification from the hospital that the patient had delivered and the catheter was bent and the site dressing was moist upon removal. The patient did not attempt to contact clinic any time between 0811 and 2100 to notify us of any problems with preterm labor or her infusion site. The patient had changed her site the evening of 9/1/94. Prior to that site change, the patient and family had demonstrated proper technique of insertion and daily pump volume totals were appropriate for her prescribed dose. On 9/2/94 at 0811, the patient's pump total was slightly decreased, but was accounted for due to the time differences in total volume calculations. The patient stated to the hospital rn that the pump continued to clink and the syringe plunger emptied and there was no hp alarm. The patient did not notice any wetness at the site prior to arriving at the hospital.the patient was also using pump and medical devices, there was no malfunction or user error of these devices and they are not implicated in the MDR reportable event. The patient delivered 35 + 2 weeks twin boys who were stable and discharged home with the mother, delivery was vaginal for twin a and cesarean for twin b due to transverse lie.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.